Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the sheath became frayed upon attempting to insert the device into the patient's body. The device was subsequently checked outside of the patient's body and it was confirmed to be kinked. Another device was used to complete the procedure. No adverse effect to the patient was reported.